Event description:
The pt presented in 2003 with an acute myocardial infarction. The sub acute thrombosis occurred 4 days after the initial coronary drug eluting stenting procedure.

Event description:
It was reported that 5 days after a coronary drug eluting stenting treatment procedure, the pt developed a sub acute thrombosis of the stent. In 2003 the pt presented with an acute myocardial infarction with s-t elevation and subsequently underwent intervention for a critical bifurcation lesion in the proximal circumflex/obtuse marginal 1/distal circumflex. Following an attempt to treat the lesion with a kissing balloon technique without success, the physician had deployed a taxus express2 2.5 x 12 mm drug eluting stent @ 11 atms in the proximal circumflex/om1 and noted restoration of blood flow in the distal circumflex. Tirofiban infusion was administered. Four days later the pt presented with a sub acute thrombosis of the stent in the proximal circumflex. The pt was treated with ptca of the thrombosis and abciximab. The pt is reported to be "okay."